Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/08/2020 additional information: a2, a4, b7.

Manufacturer narrative:
Date sent to FDA: 4/24/2020. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 4/17/2020. H6 patient code: 3189- surgical intervention. Additional b5 narrative: it was reported that the patient experienced abdominal pain, recurrent hernia and adhesions. It was reported that the patient underwent mesh revision on (B)(6) 2018.